Event description:
It was reported that the patient received 27shocks due to oversensing signals in the right ventricular (rv) channel. Trend data indicated that there was high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was oversensing and 14 - ventricular non sustained tachycardias<=193 ms on (B)(6) 2012 in the timeframe between 08:17:38 and 08:23:35. There were 12 - ventricular fibrillations<=210 ms average v-cycle on (B)(6) 2012 in the timeframe between 07:49:55 and 08:23:39 and 5 - lfp high rate-ns <= 197 ms average v-cycle on (B)(6) 2012 in the timeframe between 07:48:24 and 07:48:49. There was sensing - interference/noise, ventricular short interval count ventricular-sensing integrity count=1190 counts, in 0.09 day, on (B)(6) 2012 in the timeframe between 07:48:19 and 09:51:53. The lead integrity alert triggered and there was 1 - patient alert for lead failure predictor on (B)(6) 2012 07:49:12. The full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had a cosmetic environmental stress crack (esc), the outer tubing overlay was breached/cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.